Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac premature ventricular contraction (pvc) with a carto 3 system and a map shift without any patient movement occurred. It was initially reported by there was ECG noise on all the leads on the carto 3 system and the bard ep recording system. They could not map with advanced reference annotation (ara) respiration curve as I was affected. The pre-saved contact force (cf) catheter could not be selected. The bard system on distal ablation was making noise, preferences menu pop up message saying recalculating vizitag. There was a slight map shift. After pulsed field ablation (pfa), force dashboard application play button appears as the 11th of september. There was no harm to the patient; they managed to finish the case with the issue. The customer's reported noise, catheter selection, visualization and visistag issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-sep-2025, additional information was received indicating that the carto 3 system did not provide any error messages at the time map shift occurrence. The map shift issue occurred during the mapping phase and the difference in maps was around 10mm. It was discovered because they mapped the same anatomy again and added catheters in critical positions (his bundle) and mapped adjacent anatomies that shouldn't overlap like for instance rvot and lvot (there's a septum in between). The physician did not perform cardioversion during the entirety of the procedure. The patient was under deep sedation and did not move; no coughing and patient¿s head and arm positioning were not changed. There were slight changes in the patient breathing during the procedure but not relevant. The main markers for determining map shifts were not the anatomy / fast anatomical mapping (fam) but the critical anatomical markers. Based on the additional information received indicating there were no errors provided for the map shift, no patient movement and no cardioversion, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac premature ventricular contraction (pvc) with a carto 3 system and a map shift without any patient movement occurred. Device evaluation details: carto 3 system manufacturer investigated the issue based on the study digital data provided. During the investigation it was found that the noise was related to the recording system and not to the carto 3 system. Non-carto issue. They reported it was not possible to map with ara; based on the study digital data it was found that the issue is the correct system behavior as the ara reference needed time to recalculate as the arrythmia changed frequently. Then, it was reported it was not possible to select a pre-saved cf catheter and a pop-up message saying recalculating vizitag was displayed on the carto 3 system, however, during investigation the issues were not duplicated. It was also reported that a no error map shift was displayed on the carto 3 system. According to the data, it was found that the reported map shift was caused due to mapping with metal interference (high metal values) which were indicated by related error messages on the screen. According to carto 3¿s instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. The manufacturing record evaluation was performed on carto 3 #13405, and no internal actions related to the reported complaint conditions were identified. The history of customer complaints reported during the last year and associated with carto 3 system # 13405 was reviewed. A similar complaint was reported where the issue was related to the user mapping with high metal values as well. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 20-jan-2026 it was noticed the manufacture date of the device was inadvertently omitted from the 3500a supplemental (follow-up) medwatch #1. As such, it has now been added to field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).